Event description:
The surgeon was inserting a single pice silicone lens aa4203tl model into pt's eye and noticed the lens was tornj. The surgeon removed the lens wihtout enlarging the incision and replaced it with another model lens. No pt injury.